Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 display- and control module. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The involved touch screen was removed and returned to livanova (B)(4) for investigation. Evaluation of the returned device was unable to reproduce the reported issue. However, the root cause is suspected to be related to a known issue with the software. Livanova (B)(4) has already initiated corrective action for the software issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that the display of an s5 display- and control module became unresponsive during priming. There was no patient involvement.